Event description:
It was reported that the patient presented to clinic for follow-up after receiving an alert for capacitor charge time limit reached. The patient stated hearing the device pop. The device was explanted and replaced. The patients condition was good following the procedure.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.